Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was hospitalized for four days. The patient went to the hospital due to constipation but at the hospital was diagnosed with an infection (type unspecified). Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2016 due to severely poor bowel movement due to constipation. The patient was able to complete peritoneal dialysis treatments using the hospital cycler while hospitalized. While the patient was hospitalized he was diagnosed with peritonitis. There were no reported fluid leaks during treatment prior to the infection. The patient was discharged on (B)(6) 2016 and the signs and symptoms of constipation and peritonitis have resolved. The patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
(B)(4). Clinical review of medical records reveal the patient had constipation and diverticulosis, both are known risks for peritonitis. The medical records do not include any reference for causality of liberty cycler to the peritonitis. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
The following is from the patient's medical records provided by his treatment facility. The patient presented to the hospital with a one day history of abdominal pain and a one week history of constipation. The patient had taken miralax, colace and lactulose for the constipation with only small bowel movement. He was further treated with dulcolax, soribitol and an enema. He reported his peritoneal effluent remained clear. The patient was treated with vancomycin and fortez for the coagulase negative staphylococcus peritonitis. He was also found to have hyponatremia suspected to be hypovolemic.